Manufacturer narrative:
D10 concomitant product: egia45av egia 45 artic vascular sulux6 (lot#: n4a2168y) unk-sigadapt, unknown signia egia adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric bypass, stapling of the mesentery, reload retraction was unusually slow. Once retracted, the reload would not be unarticulated. The surgeon had to remove the trocar and pull the unarticulated reload out of the patient. A manual retraction tool was used to unarticulated and remove trocar from reload. With reload still attached to the adaptor, the adaptor was removed from the power handle. When put back onto the power handle, the still straight reload articulated during adaptor calibration, then indicating to remove reload, but reload could not be removed because it was articulated. The retraction tool was used again to straighten it. The reload was then removed from the adaptor. The adaptor was reassembled to the powered stapler and calibrated correctly. However, this defect reload would not assemble. Back onto the adaptor. For testing, another used reload was successfully placed on the adaptor without problem. Lastly, this defective reload was again placed onto the adaptor successfully without problem. There was no patient injury.